Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was not possible to be placed as the lead had a de formation/distortion in the distal part. The lead was not used and an alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal end/electrodes of the lead were bent. If information is provided in the future, a supplemental report will be issued.